Event description:
Drive devilbiss healthcare was notified of an incident involving a bariatric shower & commode chair by the provider who stated that the wheel fell off causing the end user to fall resulting in "significant injuries." Attempts have been made to gather additional information on the injuries the end user received but the reporter of the event does not have details of the end user's injuries. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.